Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported migration resulting in mr and subsequent dyspnea and fatigue cannot be determined. Mitral regurgitation and dyspnea are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted and the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On an estimated date, (B)(6) 2025, the patient returned symptomatic with dyspnea and recurrent mr. A transthoracic echocardiogram (tte) showed that the clip had tilted. It was reported that on (B)(6) 2025, a patient returned with grade 4 functional mr for a secondary mitraclip procedure. A mitraclip was successfully implanted and the procedure was discontinued. The final mr was grade 1. There were no adverse patient sequela or clinically significant delays reported.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted and the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On an estimated date, (B)(6) 2025, the patient returned symptomatic with dyspnea and recurrent mr. A transthoracic echocardiogram (tte) showed that the clip had tilted. It was reported that on (B)(6) 2025, a patient returned with grade 4 functional mr for a secondary mitraclip procedure. A mitraclip was successfully implanted and the procedure was disontinued. The final mr was grade 1. There were no adverse patient sequela or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.